Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the tip of the sheath was damaged. A relatively large split was observed, and a bulge was observed in the material adjacent to the split. The split was observed to be straight and even. Use residue was observed on the sample in the returned photograph. Details of the fracture surfaces could not be discerned from the returned photograph; therefore, the cause of the observed damage is unknown. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the puncture sheath was intact and good before puncture, and there was no abnormality in the insertion process, but the puncture sheath was found to be dehiscence after extraction. No other information was provided.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was seen that the subject microcatheter was returned along with stent. The shaft of the subject microcatheter was found to be kinked/bent in multiply areas and was found to be broken/fractured at 147 cm. The hub was found to be intact. Functional testing revealed that the coating was hydrated and there were no anomalies noted to the outer coating of the subject device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned product. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Also, additional information indicated that the patient¿s anatomy was severely torturous which may have contributed to the event. During analysis, the subject microcatheter was seen to be kinked in multiple areas and the catheter shaft was broken/fractured at 147 cm. The as reported codes device difficulty engaging target vessel and unexpected movement of device and as analysed codes catheter shaft broken/fractured during use, catheter shaft kinked/bent, will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported the puncture sheath was intact and good before puncture, and there was no abnormality in the insertion process, but the puncture sheath was found to be dehiscence after extraction. No other information was provided.